Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had painful and uncomfortable stimulation since (B)(6) 2016. The patient had pain in the groin area and cramping in their left toes. The patient had a sharp pain in the groin when standing. The stimulation issue was related to positional movements. Going any higher was too painful, but anything below 0.5v didn&#38176;help with the patient's symptoms. The patient confirmed the therapy was on, set on program 1 at 0.6v. Decreasing the amplitude did not eliminate the uncomfortable stimulation. The patient's health care provider (hcp) told the patient to call the manufacturer for help on changing programs. The patient felt stimulation comfortably at 0.3v on program 2. The patient would have a follow-up appointment on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.